Event description:
Customer reported PICC dressing noted to have blood and bed underneath PICC arm wet. Csn assessed PICC site by removing dressing and flushing PICC. PICC noted to be leaking from central hub (not extension tubing). PICC removed by csn. Difficulty obtaining piv access and glucose.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. One sample was returned for evaluation. Upon visual inspection, there was notable cracking occurring on the female luer lock hub. During functional testing¿performed by crimping the tubing with a hemostat¿a leak was detected originating from the hub. The complaint is confirmed. The cracking of the female luer lock is due to a weld-line (or knit-line) located at a high-stress area of the part. This stress is generated during normal use when the male component is tightened into the female part, creating a sealing force. The presence of the weld-line at this stress point introduces a structural weakness, making the part more susceptible to cracking. To address this issue a CAPA and dcr were initiated and successfully implemented. These actions included the introduction of a new material specifically selected to improve the structural integrity of the female luer lock. Please note that the lot associated with this complaint was manufactured prior to the implementation of these corrective actions. Argon will continue to monitor for similar reports. Additional information provided in h.3., h.6. And h.11.